Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, documentation, instructions for use, quality control data and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A review of the device history record showed zero nonconformances for lot 9104126. It should be noted that there were no other complaints reported for this lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: silicone peripherally inserted central venous catheters are not designed to for power injection of contrast medium. Catheter rupture may occur. Use of a 10 ml or larger syringe will reduce the risk of catheter rupture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. The investigation found that the affected component is supplied to cook by a supplier. Based on the information provided, no returned product and the results of our investigation, it was concluded that a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook single lumen peripherally inserted central venous catheter set leaked. The device was placed in the antecubital area of the left arm. It is unknown what was being injected through the peripherally inserted central catheter line (PICC). After the leaking was observed, the device was discarded and another PICC line was used. A video of the device failure was provided.